Event description:
It was reported by a facility representative reported that a 94 failure code occurred with a flogard infusion pump. It is unknown when this condition occurred. There was no report of patient involvement, injury, or medical intervention related to the device. No additional information is available.

Manufacturer narrative:
(B)(4). Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. The exact date of occurence is unknown. Device evaluation: the reported condition of failure code 94 was confirmed during on-site device evaluation. The root cause was identified as a depleted main battery. The main battery was replaced to correct the reported condition. If additional relevant information becomes available, a follow-up MDR will be submitted.